Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the pump was not able to hold all programming after two (2) days without power from the battery. Reported event was found to be a battery issue and aaa battery much be replaced as soon as possible after pump give a low battery notification.

Event description:
Information was received indicating that a smiths medical cadd-ms pump 3 lost programming. No adverse patient effects were reported.